Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 4.5 mmol versus 5.7 mmol meter to lab. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.